Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit said cassette was installed improperly, when no cassette was present. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit said cassette was installed improperly, when no cassette was present¿ was confirmed during the upstream occlusion test. Additionally, the pump failed the downstream occlusion test, a cracked lens and a detached downstream occlusion (dso) seal were found. The lens, dso sensor and dso seal were replaced. The pump was calibrated, and the performance verification test was performed. The probable cause was the pump was out of calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.